Event description:
"Caller alleged discrepant results compared with the lab. No heparin, lovenox. No cancer, anemic. (B)(6). No thyroid condition. No aps, lupus. Hypertensive. Coumadin for at least 1 year. No abx. No recent life changes. Taking antiarrhythmic medication for chronic a-fib (adjusting dose).

Manufacturer narrative:
Investigation pending.